Manufacturer narrative:
Corrected fields: g2 (foreign/other-puerto rico should not be checked as puerto rico is not considered a foreign country). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force by the customer. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The repair inspection identified the light guide post was broken off/missing, no moisture was observed inside the optical system. Other inspection findings noted was the rigid outer tube is slightly bent with minor scratches. Also, additional information was requested from the customer regarding the details of the event, but no information has been received to date. If, additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (opr) was informed that the ultra, autoclavable rigid telescope was returned to the olympus service center for a reported broken off light guide post. It was not specified when the reported problem was found. No death or injury and no impact to person or other was reported to olympus.